Event description:
The customer contact reported a separation. The tubing set was to be used for delivery of an unspecified volume of normal saline. It was reported that during priming of the tubing set prior to pt use, the customer contact noted the tubing separated from the backcheck value. The tubing set was replaced. There was no reported delay in critical therapy. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).